Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with ventricular tachycardia (vt) and the doctor wanted to see if the patient had any signs of thrombus. The patient experienced symptoms such as lightheadedness, dizziness, nausea, and vomiting. The patient was suspected of to have thrombus due to elevated lactatedehydrogenase (ldh), but their pump power was stable. It was noted that the vt did not exist before the left ventricular assist device (lvad) implant, but it was not thoguht to be device related. They were treated with cardioversion and the vt resolved. Thrombus was suspected but found to be negative.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of cardiac arrhythmia and elevated lactate dehydrogenase (ldh) levels could not be conclusively established through this evaluation. It was reported on (B)(6) 2023 that the patient was admitted to the cardiac care unit with ventricular tachycardia and a concern for thrombus. The patient subsequently underwent cardioversion. The patient's symptoms of arrhythmia included lightheadedness, dizziness, nausea, and vomiting. The controller event log file contained events from (B)(6) 2023, per the timestamps. The controller periodic log file contained data from (B)(6) 2023. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The account indicated that although thrombus was originally suspected, it was later determined that the patient was negative for thrombus. It was noted that the patient had elevated ldh levels; however, pump power was stable. There were no changes to anticoagulation status that led to the initial concern for thrombus. Additionally, the patient reportedly did not have a history of arrhythmia prior to device implant; however, the arrhythmia was not thought to be device or therapy-related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and hemolysis as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU also warns that the patient must always connect to the power module or mobile power unit (mpu) for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. Furthermore, the IFU warns not to use batteries to power the system when the patient is sleeping. No further information was provided. The manufacturer is closing the file on this event.